Event description:
It is reported that surgery was delayed for 30 minutes when the implant was seized on the positioner.

Manufacturer narrative:
Eval summary: as returned, the cup positioner exhibits damaged threads and evidence of strikes to the handle area. Side impactions result in unintended loading condition for the threads and increased stresses that exceed the strength of the threads. This may have resulted in damage to the threads that caused them to be inseparable from the cup. However, the exact cause of the complaint cannot be determined. Evaluation: as returned, the shell came off with little resistance. The impactor contains a number of strike marks along the shaft and on the underside of the impaction surface. The manufacturing documentation was reviewed and found to be conforming. The instrument has a potential field age of approximately 3.5 years.